Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device not recognizing pads was observed, however it could not be verified. To prevent future reoccurrence the mfc connector was replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.